Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that it did not possible to turn back on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.